Event description:
Edwards received notification that a 71-years-old patient with a 27mm edwards magna valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately six (6) years and five (5) months for unknown reason. A 26mm edwards transcatheter valve was implanted within the existing surgical device successfully. The patient was noted as to be discharged home. The implant date is known only as "2015". Therefore, (B)(6) 2015 is being used to calculate the minimum implant duration.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 71-years-old patient with a 27mm edwards magna valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately six (6) years and five (5) months due to pannus leading to stenosis. The patient presented shortness of breath. A 26mm transcatheter valve was implanted within the existing surgical device successfully. The patient was noted as to be discharged home.

Manufacturer narrative:
Corrected d2. Updated b5, g3, h6.

Manufacturer narrative:
Updated g3, h6: investigation findings, investigation conclusions. H10: additional narrative the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.